Event description:
Indication: common variable immunodeficiency, unspecified. Pt states pump dispensed in (B)(6) 2023 is running slower than it typically runs and infusions are lasting longer. Pharmacy to replace pump. Return box sent for pump associated with event. No missed dose{s), interruption to therapy or adverse event(s) reported due to product issue. Serial number and expiration date not provided by reporter. No further info. Reported to (B)(6) by pt/caregiver.